Manufacturer narrative:
The device was returned for analysis. The reported material separation was confirmed. The reported retraction issue could not be tested based on device condition. In addition, the entrapment of the device could not tested as it involved the vessel within the anatomy. Additionally, it was noted that the retrieval catheter was separated proximal to the distal tip. There was a tear across the entire length of the distal tip of the retrieval catheter. The filtration element shaft was separated 4mm distal to the marker. The membrane was separated approximately 2mm distal to the marker. A review of the lot history record identified one manufacturing nonconformity issued to the reported lot, however, this did not contribute to the reported issue results showed, there is no indication of further impact to product or a systemic issue. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. It should be noted the emboshield nav6 embolic protection system electronic instructions for use (eifu) warns: the emboshield nav6 device can only be used with the barewire filter delivery wire. Use of the device with any guide wire other than the barewire filter delivery wire will lead to loss of the filtration element during the procedure or an inability to retrieve the filtration element. Based on additional information from the account, the non-abbott wire (csi viper wire) has a .017 step up that would prevent the filter from coming off the wire. The IFU states: if the filtration element cannot be fully retracted as described above, the barewire filter delivery wire must be removed with the rx retrieval catheter. Failure to do so may result in redeployment of the filtration element from the rx retrieval catheter tip. Although the step on the barewire filter delivery wire is larger at 0.019¿, it could not be determined if using the non-abbott guide wire caused or contributed to the difficulty the investigation determined that case circumstances are the likely cause for the reported difficulties and additional treatments. The noted damage to the membrane and retrieval catheter are likely due to operational circumstances and as such resulted in the unexpected removal of the filter from the anatomy. It is likely the filter was full and unable to retract back, fully into the retrieval catheter. The filter had separated likely with difficulties using the non-abbott 7f sheath. It is also, likely that there was a large embolic load in the filter preventing it from collapsing in the recovery catheter, and when force was applied to collapse the filter separated and thus resulted in the damage to the membrane and retrieval catheter becoming entrapped. The free-floating filter was snared as a result of the case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified right superior femoral artery (sfa). An emboshield nav6 embolic protection system (eps) was deployed beyond the lesion without issue but was used with a non-abbott guide wire (gw), instead of the barewire. After the procedure, it was noted that the filter basket was full, and difficulty was noted pulling the eps into the recovery catheter (rc). While attempting to pull into the rc, the gw and rc were removed together; however; the eps basket became caught on the tip of the sheath and was free floating in the anatomy. Initial attempts to snare the basket were unsuccessful. A non-abbott filter was advanced distally to the eps basket and was able to snare the basket but could not pull it back into the non-abbott 7french (f) sheath. Ultimately, a non-abbott catheter was advanced and able to pull the eps basket out of the anatomy to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. After the procedure, it was noted that the 7fsheath was damaged and other products were experiencing issues with that sheath during the procedure. No additional information was provided.